Event description:
A malfunction alarm was reported, marked by malfunction code "malf 0." There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, and the issue did not recur after the reset. The customer was informed to continue using the pump and to reach out if the problem occurred again.